Event description:
Pt is being admitted from clinic for a pacemaker failure. Pt presented to the clinic with increasing near syncopal episodes. They at times felt their heart fluttering, and were a little diaphoretic, but no chest pain. Their heart rate was found to be steady at 48. They have a history of having a ddr pacer placed at the beginning of this year. This was for a complete av block. They actually have had a pacer since 1994 for a sick sinus syndrome.